Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over infused during patient therapy. The patient was receiving 6 times the dose of heparin they were supposed to be getting in an hour and this occurred times 2 hours (275cc/total = the patient was supposed to get 44 cc/hour). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: g2 (add source), h6, h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.